Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforations/perforation (uterus)/perforation of the left cornua from the essure device/location of the perforation: left cornua / migration/migration of essure device location of device: uterus/essure device in the uterine cavity"), device breakage ("device breakage"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem with placing right essure implant". The patient's past medical history included blood transfusion, multigravida and grand multiparity. Concurrent conditions included body mass index normal, irregular periods, spotting between menses, urinary tract infection, acute retention of urine, perineal pain, endometriosis of uterus, adenomyosis, nabothian cyst and bowel adhesions. Concomitant products included cilest (ortho cyclen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced diarrhoea ("diarrhea") and vomiting ("vomiting"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("bowel damage"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and abdominal pain lower ("severe cramping"). The patient was treated with sertraline (zoloft), ibuprofen, ondansetron (zofran), tramadol, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, gastrointestinal disorder, hot flush, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, diarrhoea, vomiting, alopecia, abdominal pain, uterine pain and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: current weight 116 lbs. (B)(6) 2014, essure, only left side done last time due to fluff. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. On (B)(6) 2017, pregnancy test was negative. In 2014 hysterosalpingogram revealed, malpositioned right essure device. The right fallopian tube is not occluded and there is opacification of the isthmic and ampullary portions of the right fallopian tube. The patient was advised to continue alternate birth control methods. 2. Appropriately positioned left essure device, resulting in occlusion of the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, vaginal discharge, painful intercourse, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter's information and lot number was updated. Events added: hot flashes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),anxiety, depression, migraines / headaches, nausea, device breakage, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, severe cramps, diarrhea and vomiting, hair loss, abdomen pain, problem with placing right essure implant, uterus pain. Preferred term of event migration was updated from device dislocation to uterine perforation. Outcome of following events were updated to not recovered/not resolved: bleeding, vaginal discharge. Concomitant conditions, historical condition, concomitant drug, treatment drugs, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforations/perforation (uterus)/perforation of the left cornua from the essure device/location of the perforation: left cornua / migration/migration of essure device location of device: uterus/essure device in the uterine cavity"), device breakage ("device breakage"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem with placing right essure implant". The patient's past medical history included blood transfusion, multigravida and grand multiparity. Concurrent conditions included body mass index normal, irregular periods, spotting between menses, urinary tract infection, acute retention of urine, perineal pain, endometriosis of uterus, adenomyosis, nabothian cyst and bowel adhesions. Concomitant products included cilest (ortho cyclen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced diarrhoea ("diarrhea") and vomiting ("vomiting"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("bowel damage"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and abdominal pain lower ("severe cramping"). The patient was treated with sertraline (zoloft), ibuprofen, ondansetron (zofran), tramadol, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, gastrointestinal disorder, hot flush, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, diarrhoea, vomiting, alopecia, abdominal pain, uterine pain and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: current weight 116 lbs. (B)(6) 2014, essure, only left side done last time due to fluff. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. On (B)(6) 2017, pregnancy test was negative. In 2014 hysterosalpingogram revealed, malpositioned right essure device. The right fallopian tube is not occluded and there is opacification of the isthmic and ampullary portions of the right fallopian tube. The patient was advised to continue alternate birth control methods. 2. Appropriately positioned left essure device, resulting in occlusion of the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, vaginal discharge, painful intercourse, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforations/perforation (uterus)/perforation of the left cornua from the essure device/location of the perforation: left cornua / migration"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus/essure device in the uterine cavity/ essure out of place in uterine cavity"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem with placing right essure implant". The patient's past medical history included blood transfusion, multigravida and grand multiparity. Concurrent conditions included body mass index normal, irregular periods, spotting between menses, urinary tract infection, acute retention of urine, perineal pain, endometriosis of uterus, adenomyosis, nabothian cyst and bowel adhesions. Concomitant products included cilest (ortho cyclen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced diarrhoea ("diarrhea") and vomiting ("vomiting"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("bowel damage"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and abdominal pain lower ("severe cramping"). The patient was treated with sertraline (zoloft), ibuprofen, ondansetron (zofran), tramadol, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, device expulsion, genital haemorrhage, gastrointestinal disorder, hot flush, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, diarrhoea, vomiting, alopecia, abdominal pain, uterine pain and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: current weight: 116 lbs. (B)(6) 2014, essure, only left side done last time due to fluff. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. On (B)(6) 2017, pregnancy test was negative. In 2014 hysterosalpingogram revealed, malpositioned right essure device. The right fallopian tube is not occluded and there is opacification of the isthmic and ampullary portions of the right fallopian tube. The patient was advised to continue alternate birth control methods. 2. Appropriately positioned left essure device, resulting in occlusion of the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, vaginal discharge, painful intercourse, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical records received. New event essure out of place in uterine cavity was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforations"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and gastrointestinal disorder ("bowel damage"). The patient was treated with surgery (surgery to remove the essure implant) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage and gastrointestinal disorder outcome was unknown. The reporter considered device dislocation, gastrointestinal disorder, genital haemorrhage and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.